Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026 at 11:30 p.m. The patient's blood glucose (bg) levels reached 417 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. No symptoms were reported. The patient was diagnosed with hyperglycemia. The patient was treated with 8-unit insulin and respiratory syncytial virus (rsv) injection, blood samples were taken and the patient¿s bg levels were monitored. The patient was discharged on (B)(6) 2026 at 2:30 a.m. After the bg levels reached 350 mg/dl. The patient stated they were still wearing the same pod that they came to the ER on (B)(6) 2026 at 11:30 p.m.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.0, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.